Event description:
It was reported that the customer experienced a display malfunction (frozen screen) during a procedure. The customer was unable to clear the error that occurred and at this time, it is unk how the case was completed or if the case was aborted. There was no report of a pt injury, however the MFR is filing this as surgical intervention as an add'l surgery may be scheduled as a result of the incompletion of the case.

Manufacturer narrative:
The laser has been serviced in the field. The suspect component has been removed and replaced. The system was tested and verified to meed specification and was released for customer use.